Manufacturer narrative:
Per tandem¿s t:slim x2 g6 user guide: ¿do not remove or add insulin from a filled cartridge after loading onto the pump.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Additionally, it was reported that a minimal amount of insulin was observed to be exiting the infusion set tubing during the load fill tubing process. Reportedly, the cartridge was changed to address the issues. Reportedly, customer re-loaded previously used cartridges with insulin. Tandem technical support educated customer regarding cartridge/insulin labeling. Customer wore the pump against the skin and a temperature change had occurred to the pump prior to the occlusion alarms declaring. Customer's blood glucose was 398 mg/dl.